Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: patient total number of people in or unknown dose information not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the trackers on the imaging system were verified, it was noted the system passed on both sides. It was noted that the system passed accuracy testing with a known operational navigation system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, an image acquisition was found to be 1-2 inches inaccurate. A second image acquisition was performed without resolution. A second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was no reported impact on patient outcome. The system was later re-homes without resolution as the imaging system was tested with a second navigation system and the issue recurred. There was no reported impact on patient outcome. No additional information was provided.